Event description:
The pt reported she has had the adhesive on her insulin infusion set come loose several times over the last month. She stated all the infusion sets were from the same shipment and lot number. She said in two instances she was working out in very high temperatures, and all other times it came loose after swimming. The pt stated she is very active. The pt was advised to try an additional adhesive specifically made for hot temperature. On follow-up, the pt stated she has had great success with the additional adhesive. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.